Manufacturer narrative:
Model number/catalog number: 72404155, serial number: null, batch/lot number: (B)(4), model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new ambicor penile prosthesis (app) device was implanted.